Event description:
Healthcare professional reported " left side deflation". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening side assessed, as surgical damage like. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported, "left side deflation". Device was explanted.

Event description:
Healthcare professional reported deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported rupture.